Manufacturer narrative:
Failure analysis noted that the pump was programmed and monitored for one day and with no display anomaly. All operating currents were within specifications. The low battery alarm and off no power alarm functioned properly. There was no unexpected weak battery or failed battery test alarm. The pump failed the vibrate check during the self-test due to broken black vibrator motor wire.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was unknown. The customer stated that the batteries were not lasting long and numbers on the screen were fading. The customer was having a hard time reading the information on the screen but she stated that her eyesight is not the best too. Troubleshooting was not able to resolve the issue. The device was returned for analysis.